Event description:
Additional information was received that reported that the pump was being replaced and the surgery was today, (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2018 it was reported that the patient heard the pump alarming yesterday, (B)(6) 2018 from 1am to noon on the hour and then it stopped. The patient stated that it sounded similar to the low reservoir alarm. They were planning to see the patient tomorrow, (B)(6) 2018 to read the pump. No patient symptoms were reported. Additional information was received on (B)(6) 2018 at which time it was reported that the patient was seen and per the pump event logs, the pump stalled the first time on (B)(6) 2018 at 02:39 and then recovered the same day at 21:34. The pump stalled again on (B)(6) 2018 at 02:22 with no recovery to date. Per the reporter, the times may be off by an hour due to the 8840 clinician programmer time being incorrect. The pump was audibly alarming. All emi (electromagnetic interference) was ruled out as the cause of the stalls. No further complications have been reported as a result of this event.